Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission revealed that the patient¿s implantable cardiac monitor (icm) had false pause episodes and noise. Loss of contact was observed as a result of the explant. The icm was explanted. The patient was in stable condition throughout.